Event description:
On (B)(6) 2009, caridianbct became aware of the adverse nature of this event due to the need for a second stem cell collection. According to the complainant, on (B)(6) 2009, mobilized progenitor cell product was collected from an allogeneic donor by apheresis. The product was intended as a bone marrow transplant for the donor's relative who was diagnosed with acute leukemia. The cobe 2991 and cobe was set, cat # 90819, lot # 06r15003 were used to wash the product and to remove cd43 antibody. When the clamp was released to allow the product to enter the cobe bowl, the complainant noticed that the product was not filling the donut. Later it was discovered that the port on the cobe wash kit was not sealed at the base of the port and was freely moveable within the opening in the donut bag. The product was contaminated and unusable. The donor was required to undergo another 24 hours of stem cell mobilizing drugs and have another apheresis collection performed on (B)(6) 2009.

Manufacturer narrative:
(B)(4). The used kit was returned to the MFR and the receptor stem on the blood bag was found to be unwelded to the donut bag. The stem did not fall out of the bag because the underside of the bag material was holding the stem in place, creating the physical appearance of the stem being in place. The leak occurred from the unwelded stem. This situation can happen when the welding machine indexing is done manually when the welding operation is interrupted, such as replacing the vinyl material. The operator is instructed to remove the work in process material after the interruption, but it appears that the operator did not follow the proper procedure after an interruption. A service call for the hardware device was performed and did not reveal any issues with the equipment. Corrective/preventive action: the manufacturing operating procedure for the welding process has been revised to address missing or incomplete welds between the raw vinyl and the blood bag receptors. The change included the incorporation of additional visual inspection criteria for incomplete or missing rf welds coupled with the addition of "twist tests" to be used to physically check for the presence of the weld. A trend review for this type of defect was performed and suggested that the event reported is a random occurrence.